Event description:
A malfunction alarm occurred, identified as "malf 9." There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to reset the pump, successfully resolved the issue, and was advised to monitor for any recurrence, with the option to contact support again if needed.